Manufacturer narrative:
The exact event date was not available, therefore the date 07/01/2024 was used as estimate.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) exhibited inflation issues; therefore, a surgical procedure was performed to remove the device. There were no patient complications reported.